Manufacturer narrative:
1. Summary of investigation results: no interfering factors were identified. The investigation did not identify a product problem. The cause of the event could not be determined. 2. Summary of follow up/corrective actions taken: one patient sample was submitted for investigation. 3. Device returned to manufacturer? No devices were returned. 4. Device labeled "for single use?"? This device is not labeled for single use. 5. Device reprocessed and reused? This device is not reprocessed or reused.

Event description:
1. Describe the event: there was an allegation of questionable high elecsys ft4 IV results for 2 patient samples. 2. Patient age range: 1 patient: 86 years, other: asku 3. Patient weight range: asku 4. Patient sex breakdown: 1 f, 1 asku 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No 4. Device labeled "for single use?"? No 5. Device reprocessed and reused? No